Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
CT scan showed that the patient had an outflow graft obstruction due to graft narrowing from outside wrap. Patient was not a candidate for stenting and is being worked up for transplant. Patient was discharged to home. The patient also had low flows.

Manufacturer narrative:
Additional information: d4, h4. Manufacturer's investigation conclusion: the reported outflow obstruction could not be confirmed through this evaluation as no images were submitted and the device remains in use. Additionally, although low flow alarms were confirmed through the analysis of the submitted log file, a specific cause for the alarms could not be conclusively determined. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured transient low flow hazard alarms on (B)(6) 2020 and on (B)(6) 2020, associated with calculated flow dropping as low as 2.1 lpm, below the low flow threshold of 2.5 lpm. No trend in pump power or calculated flow was observed. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the log file and the device appeared to be functioning as intended. The account communicated that the patient was admitted on (B)(6) 2020, due to low flow and potential outflow obstruction. Additional information indicated that the low flow alarms did not resolve. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The current heartmate ii lvas IFU provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information on all system alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.